Event description:
This rv lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on 9/21/2017 stating that there was a minute ventilation. Many episodes of noise was noted. A/v system impedance changes, describe jumps or gradual rises including values. Impedance looks a little jumpy beginning (B)(6) 2017. The episode ends due to reduced undersensing of the minute ventilation chop which cause the rate to drop below the vt storage rate. However, the oversensed rate is still too high to pace and the episode ends with pacing inhibition still in progress and underlying rate in the 30's bpm. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).